Event description:
It was reported that the subtraction runs on the 9600emi system will not save images. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Deleted the shotlog, pt and header data files in the c-drive directory. Reformatted the cine run drive. The system was tested and found to be working as intended and placed back into service.